Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer granted remote access to siemens customer care center (ccc) specialist. Ccc specialist found that the quality controls were within range before and after the test results were obtained. Ccc specialist analyzed the instrument data and found that all of the low flagged mg results came from the same well set on the mg reagent flex. The ccc found when the reagent cartridge switched to a different well set, all mg results were normal including the mg qc that was run after the flagged mg results. The ccc instructed the customer remove the mg reagent flex and ccc noted the mold number from the bottom of the cartridge. Ccc specialist turned the system into diagnostics mode and cleaned, primed and auto-aligned reagent probes. The customer reporting results flagged with "abnormal assay" is a user error. The cause of the discordant, falsely depressed mg results on six patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained on six patient samples on a dimension vista 500 instrument ((B)(4)). The discordant results (sample ID (B)(6)) were flagged by the instrument and were reported to the physician(s). The initial results for the remaining four patient samples (sample ID (B)(6)) were also flagged with "abnormal assay" but not reported to the physician(s). As per the dimension vista 500 operators guide: for abnormal assay [e143] : " the message indicates that expected absorbance were not met for a specific cuvette. The result cannot be reported. Rerun the sample". All six samples were repeated on an alternate dimension vista instrument ((B)(4)), resulting higher. Additionally, the customer repeated one of the sample (ID (B)(6)) on the original instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg results.